Event description:
The customer reported non-reproducible false positive troponin I (access accutni) results two months prior involving access 2 immunoassay system. The erroneous results were released out of the laboratory. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory; results greater than 0.04 ng/ml are retested. The customer estimated one non-reproducible result a month. There has been no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer analyzes samples using heparinized and serum becton dickinson (bd) 13x100 tubes. The customer indicated the system has been in operation within specifications. A definitive cause of the incident is unknown.